Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc after the event was out of range. After recalibration the qc was brought back to range. A field service engineer (fse) was dispatched on (B)(4) 2010 and found gel in the modular chemistry (mc) sample probe. The fse replaced the probe, inspected the flowcell, and cleaned the cl electrode port. All of the instrument verification testing passed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results on two patient samples that were generated by the synchron lx20 chemistry analyzer. The erroneous results were reported out of the laboratory; however, the samples were repeated producing higher results and amended reports were issued. Treatment was not initiated or withheld based upon the false results reported.